Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump is going to different screens without buttons being pushed. The reporter denies issues with the buttons or lag time. The reporter indicated that this has been occurring for approximately 3 weeks. The reporter denies the pump delivering unwanted insulin. This report is being made based on the alleged malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): testing was unable to verify or duplicate reported issue of the display flipping from screen to screen randomly. No activity outside normal patient used observed in the black box or download histories. No damage found to the keypad. All buttons respond to presses appropriately. Able to successfully navigate through the menu screens without issue. The keypad was removed and no damage was found to the button contacts.